Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were rough due to usage. No major cracks were found. Mouthguard's layers were intact and not separated. The mouthguard did not have discoloration. The mouthguard was in a clean condition. Deposits and debris were present. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight and race/ethnicity were asked but the office does not chart these information. Date of event was asked but the office could only advise in (B)(6) 2019. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction using the comfort hard-soft bite splint. The patient reported of having sore/pain on the inside of the mouth. Upon experiencing the symptom, the patient stopped using the mouthguard. It was asked but unknown how long the symptom lasted after the patient stopped using the mouthguard. The patient did not require any treatment for the reaction. The patient was reported to be doing ok. The patient is allergic to pollen and mold. The doctor made some adjustments to the mouthguard for better fit. The patient was cleaning the mouthguard using water and toothpaste.